Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this rv lead was explanted as it appeared to have moved distal. There was a possible perforation suspected. A new lead was implanted at the same surgical procedure. No additional adverse patient effects were reported.